Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was 109 mg/dl. The customer reported that the pump had damage on the support cap and it was loose. The customer was advised that the pump will be returned for analysis. The customer was advised to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.